Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information provided the most likely cause of this event is due to the patient's anatomy; there is no indication the implants did not function as intended. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report eight of nine for the same event, see also 1032347-2015-00372, 1032347-2015-00373, 1032347-2015-00374, 1032347-2015-00375, 1032347-2015-00376, 1032347-2015-00377, 1032347-2015-00378 and 1032347-2015-00380.

Event description:
It is reported the smallest stock joint available was implanted on (B)(6) 2005, however the patient was experiencing pain due to the patient requiring a smaller size implant. A revision surgery was performed on (B)(6) 2015 to replace the implants with custom joints.